Manufacturer narrative:
(B)(4) voluntary medwatch report number mw5180778.

Event description:
It was reported that a detached or missing sensor wire occurred. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
A voluntary MDR/medwatch report was received on 1/12/2025.

Manufacturer narrative:
(B)(4).